Event description:
It was reported when using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin potassium results were elevated in hemodialysis patients. There was no report of impact to patient or user. Report 49 of 50.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter addr 1: (B)(6). H6. Investigation summary: bd had not received samples or photos for evaluation. Retention samples from lot number 220309 could not be tested due to the lot expiring in may 2023. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous potassium. Bd was not able to identify a root cause for the indicated failure mode. For dialysis patients, their blood may have heparin which will cause the rst tube to delay coagulation. Delayed coagulation can lead to elevated potassium results. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.